Event description:
Image review: a cag of the left coronary vessels confirm the difficult vessel/lesion morphology. There are no images of the integrity device as it did not enter the vasculature.

Manufacturer narrative:
Results: related to operational context: catheter break occurred in guide catheter during removal of the device and is therefore procedural related. Deformation problem (catheter), conclusions: related to operational context: catheter break occurred in guide catheter during removal of the device and is therefore procedural related. (B)(4).

Event description:
Device was removed from packaging and inspected before use with no issues noted. Physician was attempting to implant one integrity bare metal stent to a severely calcified lesion in the diagonal branch with moderate tortuosity but resistance was encountered when advancing the device and it could not cross. No clinical sequelae were reported. The device was returned for analysis which found a break on the hypotube of the catheter. Further event clarification was requested from the sales rep and was received on (B)(4) 2015 confirming that the hypotube break occurred in the guide catheter and did not exit the guide catheter. Evaluation summary analysis of the returned device showed a break on the hypotube. The break was located at 16.4cm distal to the strain relief. There were number of kinks located on the hypotube distal to the break. The ends of the breaks were jagged and uneven. The distal tip of the device was flared. The stent was positioned on the balloon between the marker bands as per specifications, with no evidence of damage.